Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alert when battery and reservoir was lows, insulin pump had scratches on the screen, diminished battery life as well as insulin pump had rejected brand new battery. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.